Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support the patient experienced ventricular tachycardia (vt) when sits up, in addition had some runs of vt which it is noted that it was related to low magnesium and was replaced and runs of vt resolved. The patient also stated some numbness the left leg. The patient is still on support awaiting transplant.

Manufacturer narrative:
Additional information received the following fields were updated: b5, d6b, h6. Should the investigation results provide additional information a supplemental manufacturer device report will be filed.

Event description:
Additional information received. The numbness was never in relation to impella as patient never had a cp, only iabp to 5.5. Numbness was not reported in upper extremity or mentioned lower extremity numbness to clinical rounding the following day. The oozing- was serous drainage, not bleeding. No further issue after dressing changed done with clinical present with two nurses in a sterile fashion per hospital policy. Ventricular tachycardia was noted to resolve with electrolyte correction. In addition to the patient was successfully weaned and explanted as a bridge to transplant.

Manufacturer narrative:
Correction: b1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Vt/ischemia: the cause of the injuries was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.